Manufacturer narrative:
The device was returned to edwards for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated the wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect, and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Vegetation or growth was present at the inflow and outflow aspect, and fused the leaflets at the inflow aspect. Host tissue and vegetation restricted leaflet mobility and led to stenosis. Fragments of what appeared to be host tissue and vegetation or growth were returned with the valve. Two cut sections of the sewing ring were also returned with the valve. The sewing ring sections matched up with the vale sewing ring. Approximately 25% of the wireform was exposed at the inflow aspect.

Event description:
Edwards received information that a 29mm bioprosthetic mitral valve was explanted due to stenosis, after an implant period of approximately four (4) months. Operative findings indicated that the bioprosthetic valve had organized adherent clots throughout the valve area, sewing ring and the leaflets. The valve was grossly clotted, which interfered with the excursion of the valve leaflets. Patient was (B)(6) at the time of the implant. The explanted device was replaced with 29mm non-edwards porcine valve. At the end of the procedure, patient had sinus rhythm and excellent valve function. Patient was returned to the intensive care unit in satisfactory condition. Patient's medical history includes idiopathic hypereosinophilic syndrome, abdominal pain, anxiety, depression, menorrhagia, hypoglycemia, nausea, pelvic pressure syndrome.

Manufacturer narrative:
(B)(4). Method: device not returned. Additional manufacturer narrative: (B)(4). The device has not been returned to edwards for evaluation and follow up attempts are in progress to obtain the device. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, stenosis was related to valve thrombosis, which is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Without the return of the device, the clinical statements cannot be confirmed and the root cause for the reported event remains indeterminable. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.